Event description:
It was reported that, during implant testing, the shock impedance was less then 30 ohms. The pocket was being closed at the time. The auto-setup feature failed in all sensing vectors. Technical services advised some testing and programming options. There were no adverse patient effects.